Event description:
Nurse discontinued IV from left antecubital area; upon removal of the IV, the nurse noted that the IV catheter was not intact and fragment retained in pt's left ac - soft tissue in arm. IV had been placed by ems in the field on (B)(6) /2014. Pt required surgical intervention to remove the device.